Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: added: evaluation codes. Product complaint # (B)(4). Investigation summary: the device was reviewed by depuy melbourne engineering. Root cause attributed to the device being used from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted.

Event description:
The hudson attachment of this reamer was worn down. When used on powered hudson reamer and t-handle reamer, (tried to use with and without adaptor in instrument set) it would spin out when the reamer met resistance from the bone it was supposed to ream. Therefore not able to ream the bone. This reamer needs to be used to clear bone before broaching. No ae to the patient, 10 minutes delay in the surgery.